Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported lead extraction. Lead impedance was within normal limits. The stimulation pattern had changed and they suspected lead migration. The patient was not specific with the rep regarding when the change in stimulation pattern occurred. There was no cause of the suspected lead migration. The lead incisions and the leads appeared normal with no sign of infection. The entire system was withdrawn from the patient in a sterile manner. The products were visually analyzed and discarded. No identifiable damage to either the ins or leads was noted that would have explained the patient's change in stimulation pattern. It was determined that the lead did migrate. It was decided to explant the entire system and they planned to implant with a new system in the near future. At the time of the report, the issue was resolved. Relevant medical history included failed back surgery syndrome and spinal pain. Please see manufacturer report #6000153-2016-00412 for information on the patient's concomitant product.